Manufacturer narrative:
No samples or photos received by our quality team for evaluation. A device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 12 bd safetyglide¿ needles were blocked during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "bd safety glide injection needles - 1" 25 g noted to be occluded prior to injecting into client. Not able to push plunger of syringe when attached. Who was affected? No person affected frequency of problem: recurring."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.